Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 23 mm bioprosthetic aortic heart valve is failing after two (2) years, nine (9) months due to severe aortic stenosis and moderate insufficiency. Per obtained information, a few months post-implantation, the patient was diagnosed with a blood infection. "[The site] told [the patient] the infection went to the prosthetic valve and then a 'black spot' went up to his eye and has affected his vision, in which the patient continues to have issues with." Recently, the patient has been experiencing an increase in dyspnea and is currently discussing treatment options, including tavr. No further information provided.

Event description:
It was reported that the patient is planned to undergo tavr in (B)(6) 2017.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, the reported endocarditis a few months after implant of the valve likely led to the stenosis and regurgitation. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. In this case it was reported the patient had a blood infection. Based on the information received patient factors likely contributed to the event.

Event description:
After patient's infection the aortic valve appeared stable but patient has had a deterioration in his functional status and now echo shows a dramatic decrease in lvef. Patient is being considered for transcatheter aortic valve replacement procedure; however, no date has been scheduled.